Event description:
Patient was trying to remove the lens from her eye when it broke. Pt went immediately to her doctor. There was no injury to pt's eye. Pt was later fit with a new lens. There are no problems because of this incident . The lens broke into 3 pieces.